Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. The alarms did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact on the customer¿s blood glucose level. After attempts to load a new cartridge following proper technique were unsuccessful due to recurring alarm issues, technical support decided to replace the pump. The customer will continue to use their current pump as a backup therapy to ensure uninterrupted insulin delivery.